Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported a machine with a flow inlet error noted during dialysis mode. The biomed technician noted that when servicing the machine, she observed that the heater wire to the power supply was scorched at the distribution board at the ground wire connection. The biomed tech confirmed no patient involvement. The biomed tech indicated the heater wire to the power supply and valve 26 were replaced to return the machine to service.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported a machine with a flow inlet error noted during dialysis mode. The biomed technician noted that when servicing the machine, she observed that the heater wire to the power supply was scorched at the distribution board at the ground wire connection. The biomed tech confirmed no patient involvement. The biomed tech indicated the heater wire to the power supply and valve 26 were replaced to return the machine to service.